Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient developed an infection. The implantable cardioverter-defibrillator and the right ventricular lead were explanted on (B)(6) 2018. No additional information was reported.